Event description:
I started having an itchy all over body rash, that was undiagnosable by dermatology and primary care. It will not go away after every over the counter on the market. I have to take steroids to keep it under control. I am also getting stabbing pains in both breasts at random, and tinnitus. All labs are normal in regards to a diagnosis for this. I have 500cc silicone, memory gel, and textured breast implants from mentor 2012, and they believe to also be ruptured, but this won't be confirmed until I explant. The silicone and other heavy metal toxins deposition into my body has caused my immune system to go into overdrive. FDA safety report ID# (B)(4).